Event description:
The physician/scrub tech reported difficulty pushing the thumb switch closed completely to off after making a pass through plaque restenosis inside of a stent. The physician had to use force to hold the thumb switch closed. The turbohawk was removed and cleaned; a small piece of stent strut was visualized by the physician/tech during cleaning. The thumb switch would not engage correctly after cleaning. A second device was pulled to complete case. Information received from the procedure notes indicate that after atherectomy with the turbohawk, the stent still showed 'abnormality of the popliteal artery stent'...therefore a 6x3 stent was placed and post dilated.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of the returned turbohawk found that the drive shaft proximal to the cutter head assembly exhibited a wrapped section of a stent (unknown make/model).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
Device evaluation: the turbohawk device was received for evaluation without the cutter driver or any other ancillary devices or cine images from the procedure. The cutter head was located in the distal tip assembly lumen. The drive shaft proximal to the cutter head assembly (cutter and blank) exhibited a wrapped section of a stent.